Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, the air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, foreign objects were discovered in the nozzle, caused by insufficient cleaning. In addition, the connecting tube had buckling, the adhesive on the bending section cover had a white clouded area, the channel cover and connecting tube had dents, and the connecting tube, distal end objective lens, and the switch 1 rubber had scratches. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. Olympus could not identify the foreign material from the obtained information. Olympus could not specify the cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with IFU (instructions for use) from the obtained information. This issues is addressed in the device IFU: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ inspection of the endoscope: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of spray valve function: 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus buckling near the image guide insertion tube of the evis lucera elite gastrointestinal videoscope. There were no reports of patient harm. The returned device was evaluated. Upon inspection and testing, foreign matter came out of the device nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.